Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 10cm diameter abdominal aortic aneurysm. Aptus endoanchors were implanted for repair of the type iii separation endoleak between the talent bifurcated stent graft and a talent aortic cuff. It was reported that the patient presented with back pain. A CT was done and revealed a type ia endoleak and a growing aaa. The physician stated the patient's family did not want an open procedure. An endurant cuff was deployed without issue but upon trying to retrieve the delivery system, several suprarenal struts (a total of 15 were present from the previous placed bifur and cuffs) became caught in the spindle of the endurant cuff and the delivery system could not be retracted from the patient. The nose cone had not been retracted before the attempted removal of the delivery system. Multiple maneuvers (rotation both clockwise and counter, up and down motions, balloon dilations with a small balloon and reliant balloons, diagnostic catheters with siff wires were made before a 28mm aptus guide was inserted. The guide was placed at the point where the suprarenal struts were caught on each other and on the spindle. The tip of the guide was flexed (curved) and upward tension was applied. As the upward pressure was applied, delivery system manipulations were made. After over an hour, a couple struts released allowing the delivery system to drive forward, but several struts remained connected (across the aorta). The nose cone was retracted to cover the spindle and with slow counter clockwise motions the delivery system was able to be removed from the patient. The physician stated the cause of the event cannot be determined. During the procedure to repair the type ia endoleak, a pigtail catheter was placed below the struts and an angiogram was performed. The angiogram revealed a large type iii (presumed hole) within the 14x18 talent limb. An endurant iliac extension was placed within the talent limb and it was ballooned with a reliant balloon. The final angio revealed type iii leak resolved. The physician stated the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the exact cause of the events could not be determined. The anatomy at implant is unknown, earlier post-implant images were not available for return and comparison, and only several recent CT slices and still angiogram images during an intervention were returned. The cause of the reported type iii separation endoleak between the talent bifurcated stent graft and a talent aortic cuff, as well as the more recent type ia endoleak leading to the increasing aaa, is unknown. The amount of cuff/bifurcate overlap at implant is unknown, and recent films showed that there was ~5mm of overlap between top of the bifurcate and the cuff distal graft margin (distal cuff marker). It is possible that this was anatomy related due to disease progression or aortic remodeling. The cause of the removal difficulties and suprarenal stent entanglement during implant of the endurant cuff for treatment of the proximal type I endoleak could not be determined. The anatomical details at the intervention are incomplete, and images during stent graft deployment and delivery system removal were not seen in the films provided. This may have been user related, as it was reported that the nose cone had not been retracted (recombined) before the attempted removal of the delivery system. The cause of type iii fabric endoleak coming from the right/contra limb could not be determined. Several CT image slices noted calcification near the area of the endoleak, which may have contributed to the possible hole via abrasion. If information is provided in the future, a supplemental report will be issued.